Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by legacy full height drawers after the upgrade to firmware version 1.8.2.12. A product support engineer (pse) downgraded the firmware to a previously stable version using knowledge article (ka) - 'legacy full height drawer no longer accessible after applying firmware 1.8.2.12', as a temporary mitigation to restore stability. The system will upgrade again once a reliable firmware version became available. The pse confirmed that development teams worked toward a permanent resolution. After the remediation was completed, the customer confirmed successful access to the legacy gen 1 full height drawers, as well as all other drawers, with no further issues observed. The system functioned as intended after the product support engineer (pse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie failure occurred following the deployment of the total firmware package on a device running windows 10 with version 1.4.4.2. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.